Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume that was identified in the logs that occurred on date (B)(6) 2011 at 22:11 with ultrafiltration of 2257 ml during cycle 5. The fill volume was 2000 ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The device had failed the homechoice return instrument test/evaluation (rite) functional testing and had passed the homechoice rite electrical safety analyzer test. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain - false empty detect and use error, clinician inappropriately set minimum drain volume % setting too low. Baxter will continue to monitor similar reports to determine if further actions are required.